Manufacturer narrative:
Updated MDR codes.

Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was reported as "high." A correction injection was administered to address the bg. Customer changed infusion set and cartridge to resolve the issue. The customer's bg was successfully resolved.